Event description:
It is reported that a customer has issues with their insulin pump squirting out of their insulin pump. The customer's blood glucose level was mg/dl. Customer reports that insulin continues to drip after letting go of the act button during the prime process. Customer states the motor did not slow down nor did numbers ramp up on the screen during last infusion set change. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty sensor resistor (gold). Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window.